Event description:
It was reported that the vessel diamater was 2.5 mm, and the lesion length was 18 mm. Ater predilatation was performed on the lesion in the circumflex with heavy tortuosity and moderate calcification, the first promus stent delivery system (sds) was advanced to the lesion; however, resistance was encountered and force was used in an attempt to cross, which resulted in a proximal shaft separation. The second promus sds was selected for treatment; however, resistance was felt during advancement of the stent and after removal of the device it was noted that a stent strut was flared. A non-abbott stent was used to successfully complete the procedure. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the stent delivery system (sds) noted blood visible on the stent implant and on the balloon, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket were separated 23.3 cm distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped as if kinked prior to separation and the jacket was stretched at the separation. There were multiple bends noted to the hypotube. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. The patient anatomy was heavily tortuous and moderately calcified which likely contributed to the reported difficulties. It is likely that as resistance was encountered; force was applied, resulting in the shaft kinking. Further manipulation would have contributed to the shaft ultimately separating. It should be noted the promus instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.